Manufacturer narrative:
During manufacturing, this delivery system lot underwent a series of inspections and tests to confirm proper function. A review of manufacturing documentation confirmed this delivery system lot successfully completed these tests. Upon receipt of the amplatzer torqvue delivery system, the sheath was examined and found the distal tip partially inverted. Following decontamination, the sheath was examined microscopically and found no additional defects. Using a test delivery cable, loader, and the returned asd-008, the device was loaded, handed-off, advanced, deployed, and recaptured using the returned sheath without issue. Following deployment, the distal tip was no longer inverted but remained kinked.

Event description:
According to the information received, an 8mm amplatzer septal occluder (aso) deployed cobra shaped. The aso was unable to be retracted into the 6f amplatzer torqvue 45° delivery system (dtv45) as the sheath tip inverted. The 6f dtv45 was then exchanged for a 7f dtv45 and the aso was recaptured, retrieved, and attempted a second time resulting in the same cobra shape.